Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06459. It was reported that the burr was stuck on the wire. A 1.25mm rotalink¿ plus and a rotawire were used for treatment. During the procedure, when the rotalink was attempted to be removed, it was noted that the rotawire was also pulled and could not be removed from the drive shaft wire lumen. The devices were removed from the patient's body with no issues and completed the procedure with another of the same device. There were no patient complications reported and the patient's condition was good.